Event description:
In (B)(6) 2012, a gore viabahn endoprosthesis was deployed in the pt's popliteal artery. The week of (B)(6) 2012, the pt presented with a massive infection in the popliteal artery. The viabahn device was explanted. It was reported that the lab test showed positive for infection. The type of test performed was not specified. Four viabahn devices were deployed in the same pt during the same procedure (lot#9717498, lot#9538362, lot#9538350 and lot#9674044).

Manufacturer narrative:
A total of four gore viabahn endoprostheses were implanted in the same pt during the same procedure. The other submitted reports are: MFR report #2017233-2011-00345 was submitted for device lot #9674044. MFR report #2017233-2011-00346 was submitted for device lot #9717498. MFR report #2017233-2011-00348 was submitted for device lot #9538350. Review of device manufacturing record history confirmed device met pre-release specifications.